Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An aneurx stent graft system was implanted in the patient for the endovascular treatment of an abdominal aortic aneurysm. Currently the aneurysm measured between 27 mm and 32 mm in diameter and 10 mm in length. It was reported that, a CT revealed that the aneurx stent graft had migrated distally 2 cm to 3 cm below the lowest renal artery. A type ia endoleak was identified due to the migration. Per the physician, the cause of the migration was due to dilation of the proximal aortic neck. The proximal aortic neck had dilated by as much as 38 mm in diameter. No additional sequelae were reported and the patient is being monitored by their physician.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.